Event description:
A complete se peripheral stent system was being used to treat a lesion in the mid sfa. The lesion was moderately tortuous and moderately calcified. Packaging was intact prior to opening. Device was removed from packaging per IFU, prepped and inspected prior to use with no issues noted. There was no noticeable gap between the retractable sheath and tip. It is reported that the physician felt the stent start to deploy prior to removal of the red lock tab on the shaft. A non-medtronic stent was used to complete the procedure. There was no patient injury reported. Device evaluation: a number of stent segments were exposed and deployed. Visual inspection of the device handle confirmed the red safety clip was not present on the returned device. There was a gap of 1.4cm evident between the blue slider and the front grip. Visual inspection confirmed that the distal stent markers were further advanced than the distal catheter marker band. Review of the inner member confirmed that no detachment had occurred which could have resulted in the partial stent deployment.

Manufacturer narrative:
Evaluation results: deformation problem (stent segments were exposed and deployed). Related to operational context (premature deployment is most likely procedural related). Evaluation conclusion: related to operational context (premature deployment is most likely procedural related). (B)(4).